Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the reprocessing manual " chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system": "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the customers¿ allegations of a zoom malfunction and focus switching function were not confirmed. Other findings are as follows: the image was not displayed due to damage on the charged coupled device unit; water tightness was lost due to damage on the up/down knob; the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire; the adhesive on the bending section cover had a chip; the adhesive on the bending section cover had a white clouded area; the scope connector was dirty due to water leakage; the control unit had a crack; the suction cylinder was shaved; the paint on the suction cylinder was peeled; the universal cord had a wrinkle; the protector of the universal cord on the control section side and the scope connector size had a scratch; the adhesive around the objective lens and the light guide lens had a white clouded area; and the plastic distal end cover had a scratch. A follow up was performed with the customer regarding reprocessing of the device. The customer cleaned, disinfected and sterilized the device before it was sent back to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges and was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was a zoom malfunction and focus switching issue on the evis lucera elite colonovideoscope. There were no reports of patient harm associated with the event. The device was returned and evaluated, and there was foreign matter clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.